Event description:
During an oesophago-gastrectomy procedure, after firing the tlc and inspecting the staple line, staples showed they did not close. They were at an unusual angle. Tlc was then reloaded with a new cartridge. It was even stiffer to fire than the first time. Stapling had to be abandoned and manual suturing had to be done. This delayed the procedure as the surgeon had to override the linear cutter, put the clamps on and hand sew and cut manually. O.r time was extended 15-20 minutes. Pt is fine.